Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion. While advancing a 2x15 mm trek rx balloon dilatation catheter (bdc) over an unspecified guide wire, the trek snapped in two pieces. There was no reported adverse patient effect. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported shaft separation was confirmed. The complaints difficult to position and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information indicates that resistance was noted with an unspecified guide wire during advancement. During withdrawal, mild resistance was noted with the patient anatomy. The bdc distal shaft separated into 2 pieces and was simply withdrawn without issue. There was no adverse patient effect and no clinically significant delay in procedure. The lesion was ultimately treated with an unspecified stent and a non-abbott bdc. No additional information was provided.